Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on 06-jun-2025 in the tubing. Infusion set was used for one day. Blood glucose level was high at the time of the event. No further information available.